Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and high blood glucose. The customer stated that the blood glucose meter was reading hi when he was admitted. The customer also stated that he has unable to lower his glucose level and began vomiting. The customer stated that he could not hold down anything he ate, and he was taken to the hospital. Troubleshooting was performed. The programming, basals, time/date were correct. The daily totals and bolus history were accurate. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.